Manufacturer narrative:
(B)(4). Medwatch report received: mw5114834. The customer returned three photos for analysis. Visual inspection of the photos confirmed the catheter body separated directly adjacent to the juncture hub. The customer also returned one 6cm x 20ga endurance catheter for evaluation. Visual inspection confirmed the catheter body was separated directly adjacent to the juncture hub. Additionally, the catheter tip was flattened. The separated catheter body measured 64 mm, which is within specification of the nominal value 65 mm per catheter graphic. The outer diameter of the catheter body measured 0.04375", which is within specification of 0.038-0.048" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water exited from the separation point. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter cut/torn was confirmed by a complaint investigation of the returned sample and the customer photos. The catheter body was completely separated adjacent to the juncture hub. A device history record review was performed, and no relevant findings were identified. A non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: the catheter fractured at the hub with the line still in a patient's arm. The nurse went to flush the line and noticed saline coming out under the dressing. The nurse pulled back the dressing and noticed it was detached. A part of the catheter was sticking out of the patient's arm and the nurse was able to grab and pull it out so nothing migrated. The catheter had been inserted on (B)(6) 2023 in the forearm and the dressing had not been changed since then. The catheter was secured with tegaderm chg. The patient mentioned the line had not been flushed in days and he wasn't getting anything through it in many days. No patient harm was reported. No medical intervention was required. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Medwatch report received: mw5114834.

Event description:
The complaint is reported as: the catheter fractured at the hub with the line still in a patient's arm. The nurse went to flush the line and noticed saline coming out under the dressing. The nurse pulled back the dressing and noticed it was detached. A part of the catheter was sticking out of the patient's arm and the nurse was able to grab and pull it out so nothing migrated. The catheter had been inserted on (B)(6) 2023 in the forearm and the dressing had not been changed since then. The catheter was secured with tegaderm chg. The patient mentioned the line had not been flushed in days and he wasn't getting anything through it in many days. No patient harm was reported. No medical intervention was required. The patient's condition is reported as fine.